Manufacturer narrative:
Other, other text: additional information: DHR information added needed to be added. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was under infusing 12 ml. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).